Event description:
Patient reported that the tubing from the infusion set became disconnected from the luer lock. Patient's blood glucose elevated to 450 mg/dl. Her normal range is 90-160 mg/dl. She noticed the tubing had separated, when she felt wetness on her clothing. She was not sure how old the tubing was at the time of this reported incident. Patient's blood glucose did elevate, but no medical assistance was necessary. No product available for return.

Manufacturer narrative:
Product not returned for eval.